Manufacturer narrative:
Date of event is an unknown date in 2018. Additional procode: hrs. The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. A device history record review has been requested. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that a patient underwent a revision surgery on (B)(6) 2018, due to a screw backing out. On (B)(6) 2018, it was discovered that three (3) proximal screws had backed out from a variable angle locking compression plate (va lcp) extra-articular proximal ulna plate. During the revision procedure, it was discovered that three (3) proximal screws had broken at their necks under the screw heads. The patient was initially implanted with a va-lcp proximal ulna plate on (B)(6) 2018, to treat a monteggia fracture. The procedure was completed with no surgical delay. Patient outcome was unknown. Concomitant devices: va-lcp extra articular ulna plate, 6 holes (part: 04.107.406, lot: h572598, quantity: 1). This report is for a 2.7mm titanium (ti) va locking screw self-tapping 16mm. This is report 1 of 3 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: additional information-b5 device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was stated that during the initial operation on (B)(6), the surgeon could not lock the screws because he felt the screw heads were about to be stripped by a screwdriver.

Manufacturer narrative:
A device history record (DHR) review was conducted: please note, this DHR review is for sterilization procedure only: part no.: 04.211.016s lot no.: l990870 manufacturing location: (B)(4) supplier: (B)(4) release to warehouse date: 27.jul.2018 expiry date: 01.jul.2028 non-sterile 04.211.016 / h675427 was manufactured in us, monument manufacturing location: (B)(4) manufacturing date: 25-jun-2018 part number: 04.211.016, 2.7mm ti va lckng scr slf-tpng with t8 stardrive recess 16mm lot number: h675427 (non-sterile) lot quantity: (B)(4) work order traveler met all inspection acceptance criteria. One part was scrapped in cell , export pack/label, after being dropped. Inspection sheet, in process / inspect dimensional / final inspection, met all inspection acceptance criteria. Packaging label log (pll) lmd rev ad was reviewed and determined to be conforming. Component(s) reviewed: part number: 04.211.016.999, 2.8mm ti screw blank 16mm 2.7 variable angle w/sd8 lot number: h592174; lot quantity: (B)(4): work order traveler met all inspection acceptance criteria. Inspection sheet, in-process dimensional, met all inspection acceptance criteria. Part number: 04.210.120.999, 2.8mm screw blank 31mm no head turn/no point w/sd8, lot number: h497983, lot quantity: (B)(4): work order traveler met all inspection acceptance criteria. This lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. A product investigation was conducted. Please note the complaint description stated that three screws broke, all three screw shafts were returned; however only two heads were returned and it could not be determined which head belongs to which shaft and therefore visual and dimensional inspection will be performed on both. Visual inspection: it was visually observed that the screw shaft has sheared off just below the screw head and before the screw threads start. The material surface at the fracture site appears homogeneous with no voids or abnormalities when viewed under 10x magnification at cq. The received condition does agree with the complaint description for broken and is confirmed. The cause of the issue could not be determined to be use error, misuse/abuse, noncompliance, postoperative trauma. Dimensional inspection: relevant dimensions in regards to the shaft ø could not be performed due to post manufacturing damage. Drawing 02_211_008 rev c & se_022863 rev 6 screw head major ø: 3.35 +/- 0.1 mm measured dimensions: head_1 ø: 3.36 mm; conforming head_2 ø: 3.36 mm; conforming device used: ca215p document/specification review: the relevant drawing(s) was reviewed; no design or manufacturing defect or deficiency was observed during the investigation. A device history review, was performed for the returned instrument¿s lot number, and no ncrs, no mrrs or complaint-related issues were identified with the lot number which may have contributed to the complaint condition. Material/hardness review:the component was reviewed and met all inspection acceptance criteria. Investigation conclusion: while no definitive root cause could be determined it is possible that the device encountered unintended forces. During this investigation no product design or manufacturing issues were observed that may have contributed to the complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.